Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: this is a report about sleeve breakage of wingset utpbbcs. According to the customer's report, the tube was pushed too far and the rubber sleeve was broken, resulting in blood leakage.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-13. H.6. Investigation summary: bd received a wing set which connected to single use holder, and confirmed the rubber sleeve was detached from the np needle. Additionally 6 photographs were provided and an evaluation of the photos revealed blood in the holder and np sleeve was detached. Additionally, 10 retained push button winged sets from the bd inventory were visually checked and no defects were found. Furthermore, 10 retained push button winged sets from indicated lot number: 2115044 were taken at random and used for functional testing and no leakage was observed. Bd was able to confirm the customer¿s indicated failure mode with the returned sample and photographs provided, however retained samples were satisfactory. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: this is a report about sleeve breakage of wingset utpbbcs. According to the customer's report, the tube was pushed too far and the rubber sleeve was broken, resulting in blood leakage.